Event description:
It was reported that possible intermittent undersensing was noted on ventricular electrograms (egm) during possible ventricular arrhythmia. The right ventricular (rv) lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant medical products: addr01 ipg, implanted: (B)(6) 2012. If information is provided in the future, a supplemental report will be issued.